Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device lot number is unknown, no product information has been provided to date.

Event description:
It was reported that the customer received a damaged custom trach tube - one of the flanges to secure the trach is broken. Patient had another trach tube in their home that they were able to use. Reported lot number cannot be confirmed for manufacture and expiration dates of product. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other, other text: no product has been returned. Review of the provided pictures show a torn eyelet. No information was provided as to the type of tracheostomy holder used. Based on the pictures, it appears one with velcro and/or metal clips. The instruction for use states under 4.0 warnings: guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. No corrective actions are planned at this time. No lot number was provided for performance of a device history record review.